Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters depleted the internal hlc batteries of the device. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device would likely not have enough power to deliver sufficient defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.